Event description:
Intoformation was received in jul-2005 from a patient with a medical history of osteoarthritis, who experienced worsened pain. The patient began treatment with synvisc in june 2005. The patient received a series of three synvisc in june 2005. The patient received a series of three synvisc injections into both knees, the first and second injections in aproximately jun-2005 and a week later and the third injections one week later. In approximately two weeks later, the day following the patient's first injections, patient experienced worse pain than patient had experienced prior to receiving synvisc injections. The pain was steady and was located in the from of both of theirknees. On a few days, the pain was so bad patient reported that it was very difficult to walk. Patient was prescirbed hydrocodone for the pain, which patient had taken for about a week. Despite the medication, the pain was still present. At the time of this report the patient has not yet recovered and planned to see their doctor. Additional information was received in jul-2005 from the patient's physician. The patient had a 3 year medical history of osteoarthritis with joint narrowing and osteophytes and x-ray grade 4/4. The patient was previously treated with nsaids, steroids and viscosuplementation (product not specified.) The patient did not have prior history of effusion. Prior to the first injection on approximately jun-2005, 30cc effusion was collected from the right knee. Prior to the third injection two weeks later, 15cc effusion was collected from the right knee and 25cc effusion from the left knee. In jul-2005 the patient was treated with depomedrol injections into both knees. The physician reported that the patient did not experience improvement with synvisc and assessed the causality as not related. At the time of this report the patient has not yet recovered. Manufacturer's comments: genzyme medical affairs has assessed the causality as possible.